Manufacturer narrative:
This product investigation is still in progress. A supplemental report will be provided when product investigation is complete.

Event description:
It was reported that the patient advocate called boston scientific technical services (ts) to explain the patient had gone to the hospital for an appointment, where their insertable cardiac monitor (icm) device had been interrogated using the clinic mobile monitor (cmm). When the patient arrived home, it was not possible to connect the patient mobile monitor (pmm) to the icm device. Ts checked latitude clarity and found this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected and had not met the projected longevity. Due to this reason, monitoring was now disabled for the patient. Ts referred the patient to the clinic for further information. Additional information was received indicating no other actions have been taken or are planned for this patient. No adverse patient effects were reported. Icm device remains implanted in the patient.

Manufacturer narrative:
This product remains implanted in the patient and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient advocate called boston scientific technical services (ts) to explain the patient had gone to the hospital for an appointment, where their insertable cardiac monitor (icm) device had been interrogated using the clinic mobile monitor (cmm). When the patient arrived home, it was not possible to connect the patient mobile monitor (pmm) to the icm device. Ts checked latitude clarity and found this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected and had not met the projected longevity. Due to this reason, monitoring was now disabled for the patient. Ts referred the patient to the clinic for further information. Additional information was received indicating no other actions have been taken or are planned for this patient. No adverse patient effects were reported. Icm device remains implanted in the patient.

Manufacturer narrative:
This product investigation is still in progress. A supplemental report will be provided when product investigation is complete. Good faith effort attempts are being made to try and retrieve initial reporter first and last name (field e1 from section e. Initial reporter) and additional details regarding the reported event. As of today, requested information has not been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient advocate called boston scientific technical services (ts) to explain the patient had gone to the hospital for an appointment, where their insertable cardiac monitor (icm) device had been interrogated using the clinic mobile monitor (cmm). When the patient arrived home, it was not possible to connect the patient mobile monitor (pmm) to the icm device. Ts checked latitude clarity and found this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected and had not met the projected longevity. Due to this reason, monitoring was now disabled for the patient. Ts referred the patient to the clinic for further information. No adverse patient effects were reported. Icm device remains implanted in the patient.